Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device be returned for eval and an investigation result be available that changes this assessment or if the clinical status of the pt regarding the event would change, an amended medical device report will be filed.

Event description:
Post op x-rays of a psi total knee show that the femur is cut in about 6 degrees of extension while the surgical plan said 4 degrees of flexion also a notch is seen. A corrective surgery is being considered.